Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one mz1000 sample was received without packaging for investigation; the lot number of the complaint sample was also reported unknown. The feedback provided by the customer indicates leakage was detected from the maxzero component, however no damage was visible. As part of the investigation the customer provided photographs of the complaint product, analysis of the photographs in addition to a visual inspection of the returned sample confirmed the customer's experience as a a crack is visible on the female luer adapter of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: on (B)(6), leakage was found from maxzero that was connected on (B)(6).